Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient reports high bg level (400 mg/dl) that in her opinion is caused by a problem with the pump. She says that she thinks the problem is the pump that she think not correctly delivering the insulin. No adverse event reported. A request was made for the return of the device.